Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, upon the first inflation at nominal pressure, the balloon ruptured. The device was pulled back and the physician noted that the balloon ruptured on the laser-bonded taper tip. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the tip section of the device and profile of the markerbands. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 4 mm proximal to the proximal end of the proximal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, upon the first inflation at nominal pressure, the balloon ruptured. The device was pulled back and the physician noted that the balloon ruptured on the laser-bonded taper tip. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.